Event description:
Event details: there have been instances of the c35-o nursing connector--popping off "the" ICU clave-mc100 when they are connected. This has occurred at least 8x's in the past several weeks, with staff mentioning this to me and the rn. While rounding and inservicing. In one instance when the optima injector and connector were engaged with the clamp in use, pump was running and leaking. We were also made aware that this has occurred with other applications (not optima) ie: when using flush patient impact: leak either on patient, delay in infusion.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.